Event description:
The customer reported that the knife would not retract and the jaws of the device could not be re-opened while applied to tissue during a hysterectomy. The surgeon was able to remove the device with no tissue damage or injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.